Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/17/2024, it was reported by a sales representative via phone that an ar-2658tr knotless distal clavicle plate button tightrope had the button come off the inserter after drilling with an ar-2272 drill pin button 3.7 mm through the clavicle. Suture and button were removed from the patient. Then, an ar-2372blo knotless ac tightrope open repair implant was used, and it prematurely came off the inserter. It was cut out, and suture and button were removed from the patient. The case was completed using an ar-2658tr knotless distal clavicle plate button tightrope with no issues. The case was delayed 45 minutes. It is unknown if additional anesthesia was administered to the patient. No adverse effects on the patient were reported due to the issue. This was discovered during a distal clavicle fracture procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per surgical technique, insert the coracoid button through the clavicle and coracoid tunnels. Light taps on the inserter handle can aid in advancing the button through the tunnels. Fluoroscopy can be used to confirm the implant is properly deployed through both tunnels. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.